Manufacturer narrative:
The suspect ventilator was returned to vyaire and evaluated. The reported problem was confirmed and the root cause assigned to main printed circuit board failure.

Manufacturer narrative:
(B)(4). The customer has indicated the suspect device will be returned to vyaire for evaluation and repair. At this time, the device has not been received by vyaire and an evaluation cannot be completed.

Event description:
A customer reported to vyaire medical that a vela ventilator was found with a note that stated "vent inop." The customer stated it was unknown if patient involvement was associated with the reported problem of "vent inop." The unit was taken out of service by the customer.